Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings - on investigation, the alleged short battery life issue was verified in the black box and duplicated in the evaluation. Review of black box data found a drastic voltage drop leading to a replace battery alarm on the day before the complaint date. Using the returned battery cap the pump powered up with a low battery warning. The auditory and vibratory features were operational. No tactile issues were found with the buttons. The electrical current draws were all high out of specifications. The pump casing was opened and an overheated u32 component was found. Electrical current draws returned to normal when the component was removed. The investigation concluded that the malfunction was the result of the single component failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected with multiple batteries from different boxes. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.